Manufacturer narrative:
Citation: memon et al. Safety of same-day discharge after elective transcatheter aortic valve implantation with balloon- and self-expanding valves: a prospective single-center UK study. Struct heart. 2025 sep 5;9(11):100728. Doi: 10.1016/j.shj.2025.100728. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding safety of same-day discharge after transcatheter aortic valve implantation (tavi). The study population included 472 patients who were predominantly male with a mean age of 81 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: mean gradient > 20 mmhg, severe paravalvular leak, vascular complication, stroke, patient-prosthesis mismatch, valve migration, myocardial infarction, and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. No further details were provided.